Event description:
The patient reported an elevated blood glucose reading of 270 mg/dl with her normal reading being 120 mg/dl. She stated her symptoms were thirst and the need to urinate and she corrected her reading by giving herself an injection of insulin. She said she then looked at the cartridge compartment window of her insulin infusion device and noticed liquid inside the compartment. She stated when she opened it, she saw a "good amount" of insulin spilled into the compartment. The patient stated the cartridge does not look to be damaged and the plunger did not stick on the piston rod. The patient stated she would switch to her backup infusion device. On follow up, the patient stated her blood glucose readings are back to normal and she is doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.